Event description:
It was reported that this right atrial (ra) lead was explanted due to not able to affix the lead to the atrium during reposition. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations difficult-to-position.

Event description:
It was reported that this right atrial (ra) lead was explanted due to not able to affix the lead to the atrium during reposition. No new lead was implanted. No additional adverse patient effects were reported.